Event description:
Rec'd notice of complaint concerning above product from clinic manager, reports that during reinfusion, the latex injecting plug " popped out of the port and flew 15 feet across the room." Reportes the ebl as >100cc. The pt remained stable throughout the event. No intervention required. This was the 3rd use for this bloodline. The clinic manager states that the chief tech reviewed the reprocessing procedure to endsure proper technique had been followed. Reports that the formaldehyde solution was at the proper concentration, the bleach exposure was appropriate and the temperature in the incubator was a constant 109 degrees with no variations noted. The lot number is unk, but the clinic manager reports that this is one of the new frosted tubing bloodiness. The actual sample is available for eval. This is one of two complaints from this facility a response letter and mailer have been sent to facility.